Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination of leads, it was noted that the right ventricular (rv) lead and the right atrial (ra) lead were dislodged due to twiddler's syndrome. There was elevated capture threshold, decreased sensing and oversensing on ra lead and rv lead. The rv lead was oversensing far p waves. Chest x-ray confirmed dislodgement of both leads. The physician explanted and replaced rv and ra leads on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported events were dislodgement, r-wave amp variation, inadequate capture, and far p oversensing. As received, a complete lead was returned for analysis. Visual examination of the lead found the helix retracted and covered with blood / tissue. The reported events of r-wave amp variation, inadequate capture, and far p oversensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.